Manufacturer narrative:
Concomitant medical products: 8042b crt-p, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.